Manufacturer narrative:
Failure analysis revealed that no moisture damage found on the electronic, motor, vibrator and battery tube assemblies during visual inspection. The button response functioned properly. However, corrosion on keypad traces was found. No button error alarms noted during testing. The device had cracked case on the lcd display window corners, minor scratches on lcd display window, broken battery tube threads, cracks on the reservoir tube, lip, and window.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after possible exposure to sweat. His blood glucose level was 450 mg/dl, which was treated with manual injection. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.